Manufacturer narrative:
Method: guide trajectory reviewed in three steps: guide seated on stone model with gauge pin; assembly sprayed, scanned, and superimposed onto treatment plan; virtual implant generated from guide trajectory and measured against planned implant position.

Event description:
Doctor said the guide fit was great in pt's mouth. However, after placing the implant, the doctor said the implant appeared to be about 1.5mm too buccal compared to the treatment plan. The doctor removed the implant and bone grafted. He waited 3 months before placing the implant again.